Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "b temp error". A getinge service technician was on site on 2021-05-18 to repair the affected rotaflow (serial#(B)(6)). Technician confirmed the reported failure. The technician replaced the battery pack with fuse (material#70101.7188). The replacement of the battery did not solve the reported failure "b temp". Therefore, the technician replaced the rf (rotaflow) power supply pcba (material#701011675). After the replacement the device is working as intended. The rf power supply pcba (material#701011675) has been sent back to the manufacturer for further investigation at the life-cycle-engineering (lce). On 2021-09-28 the lce confirmed the reported "b temp" error. The most probable root cause could be determined as a defect capacitor c21 on the power supply board which led to the reported failure. The observed damages can be related to component aging. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2010-01-01. The review of the non-conformities has been performed on 2021-09-29 for the period of 2010-01-01 to 2021-05-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but not been received yet.

Event description:
It was reported that during set up of the device the error message b temp. No patient has been involved. Complaint ID: (B)(4).